Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 8, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected samples were inspected upon receipt to confirm a black mark in each unit in the reservoir that were embedded within the plastic. The marks were measured and was found to be within specification. A representative retention sample was inspected to show no anomalies with the device, including no foreign materials. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they have noticed a black mark particle in the plastic of the reservoir. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 934 - reservoir. Health effect - impact code: 2645 - no patient involvement health effect - clinical code: 4582 - no clinical signs, symptoms or conditions medical device problem code: 2944 - device contamination with chemical or other material investigation findings: 3233 - results pending completion of investigation conclusions: 11 - conclusion not yet available.